Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A follow-up report will be sent if the device is received.

Event description:
It was reported that the shaver left & deposit in the knee. It was later reported that during the first "cup" the fragment was noticed. The shaver was removed, and the inside of the knee was cleaned with some water and then everything was suctioned out. A new shaver was used. There was no injury to the patient.